Event description:
An endurant aui stent graft system was implanted for the endovascular treatment of a greater than 5 cm diameter abdominal aortic aneurysm. It was reported that during the implantation of the aui device, while the physician started to recapture the tip, the thumbwheel of the delivery system disconnected and split in two pieces. The physician managed to hold it back together and was able to successfully recapture the tip. The abdominal aneurysm was successfully treated without any procedure or patient complications. The physician did not think the event was related to extra force being applied. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).